Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 189 mg/dl but her sensor glucose reading was 64 mg/dl. The sensor went off, letting her know that her sensor glucose was low. When she checked with the finger stick her blood glucose level was not low. Her insulin pump went into threshold suspend when her sensor glucose reading was 40 mg/dl and her blood glucose level was 177 mg/dl. Her blood glucose level was running high due to a recent foot surgery. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.